Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported during injection to the tear trough with juvederm ultra xc "patient immediately puffed up" and the left side was bigger than the right. Patient was advised to use ice "to help swelling go down." Patient was additionally treated with unspecified "topical treatment" and prednisone.